Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebx2455 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was placed on (B)(6) 2018. It was found on 03/07/2018 that the PICC was leaking from the gray and white clear extension from hub to purple wing. The PICC was removed. No patient injury reported.